Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan in 2007 and alleged that her one touch ultra meter was displaying the battery indicator. The medical affairs specialist was unable to reach the pt via phone after several attempts. A letter was sent to the address provided. The pt reported that the alleged issue first occurred "about 2 weeks ago, sometime in the morning" (specific date/time was not provided). She also mentioned experiencing symptoms of being shaky and nervous after the reported issue began. However, she reportedly took no diabetes treatment actions following the results and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The had also changed the battery per the owner's manual. This complaint is being reported because the pt alleged experiencing symptoms of suggestive of hypoglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.